Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the healthcare provider (hcp). They reported that the patient's implanted system was not affected when the patient lifted the heavy object. The patient ended up meeting with a manufacturer representative (rep), who performed reprogramming. The patient was happy and had better pain relief in the tailbone area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having new pain in their tailbone. The patient reported that they had lifted something very heavy over the weekend. The patient could not remember if the pain was the pain that the ins covers. The patient was only receiving a blank screen on the patient programmer (pp). It was recommended that the patient change the (B)(4) batteries in the pp. The patient obtained new batteries and the screen displayed normally. The patient reported that the stimulation was at 3.9v and they moved it up to 4.2v and didn¿t feel stimulation. The patient increased the stimulation to 7.0v and ¿didn¿t feel much.¿ the patient changed from program b to program a. The patient called back and reported that they weren¿t getting therapeutic effect. The patient turned the upright stimulation level from 3.0v to 4.8v and sat down and was able to feel it. No further complications are anticipated.